Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia. The customer's blood glucose level was 24 mmol/l at the time of the incident. It was also reported that the sensor was not working properly. The customer was assisted in troubleshooting. The customer was not alleging that the insulin pump was under delivering. The customer was treated with insulin pump for high blood glucose. The insulin pump will not be returned for analysis.